Event description:
A nurse reported the system would not prime with the first cassette. A new cassette was inserted, the system primed and the case was completed. The pt had been prepped for the case. There was a reported delay of about 5 minutes. Additional info, received from the nurse, indicated the system was rebooted and the cassette ID sensor was cleaned with compressed air. Additionally, it was reported that there had been no additional reoccurrences of this issue since and the system had been put back into rotation. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. However, the rep was able to confirm the error message in the event log. Four cassettes were tested and the error was unable to be replicated. The rep found bss residue accumulated at the base of the cassette pull-in latches. The latch was disassembled and the mechanism was cleaned. The cassette sensor pcb was replaced. The system was then tested and met all product specs. (B)(4).